Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. The otpicross 6 hd was advanced for ultrasound examination of the target lesion. During the procedure the device fractured and the detached portion was pulled out from the patient. Another of the same device was used to complete the procedure. There were no patient complications.